Event description:
Home patient reported dry minicaps. Per home patient the sponges were brownish in color but clear fluid drained from the cap when connecting it to the transfer set. The home patient reported there was no patient injury associated with these incidents.